Manufacturer narrative:
Insulin pump passed most of the functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test except the self-test due to radio frequency pic failed self-test alarm on faulty electrical component on radio frequency board. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test during normal use. Customer's blood glucose was 266 mg/dl. After troubleshooting, customer was advised that insulin pump would be replaced.